Event description:
A baxter engineer reported a pump that will not stay on. It is unknowmn when this occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative.